Manufacturer narrative:
Section a3b,a4,a5,a6: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the monofocal toric intraocular lens (iol) was explanted due to mechanical failure. Additional information suggests that the patient complained of halos/rings/glare and blurred vision with all daily activities. This occurred due to mechanical failure and the patient's inability to adapt to halos/rings and quality of vision. The replacement lens is a different model and diopter j&j iol. The patient's status is improving. Incision enlargement is required. No injury or medical intervention is required. The product is available for return. No further information is provided.